Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to corroded keypad traces. The device was also received with minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 150 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.